Event description:
Boston scientific crm received information that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), the chronic defibrillation lead was inserted into the device header and the shock impedance measured >125 ohms. After taking the device out of the pocket, disconnecting the high voltage leads and reinserting them again, the setscrews were tightened and the shock impedance was 41 ohms at dft testing. It was reported that the physician had experienced similar issues at other procedures and was extremely frustrated with the new device header design. Boston scientific received new information that this crt-d showed a high shock impedance measurement, resulting in a red alert being issued in latitude. Latitude showed one shock impedance daily measurement of >125 ohms, with all previous and subsequent daily measurements within normal range. The field representative reported that the clinic planned to follow up with the patient. It was later reported that the shock impedance was again >125 ohms. The device had been checked in february with no issues noted, but then since (B)(6) the shock impedance was consistently >125 ohms. Noise was noted on the shock channel and occasionally on the rv channel. It was noted that the patient had been involved in a car accident in november 2009 and had suffered a seat belt induced hernia. Technical services discussed a potential lead, connection, or device header issue.

Manufacturer narrative:
Testing prior to the lead revision found the lv pacing impedance to be >2000 ohms. When the pocket was opened, it was observed that the device header was separated from the device case. The device had been implanted subpectorally. A moment of asystole occurred when the device was being removed from the pocket. The device was explanted and replaced with a competitive crt-d. The chronic defibrillation lead was explanted and replaced with another lead of the same model. The rate/sense portion of the new lead was capped and the patient's chronic rv pacing lead was used with the new device. It was noted that lv pacing impedances had been intermittently out of range in several pacing configurations, and that intermittent noise had been observed on the atrial lead, both due to the header separation. The lv and atrial leads remain in use with the new device. The explanted device was returned with the header and case completely separated. Upon receipt, the device underwent a thorough analysis. The explanted device was received with the header completely separated from the device case; all header wires, except the antenna, were severed. Visual inspection noted scratches on the front, back and edge of the device case and body fluid infiltration into all ports. All setscrews moved freely. A review of device memory showed that the lv, rv, and atrial pacing impedances were within normal limits until the date of explant. The device underwent additional testing to determine the nature of the wire fractures. The type of damage to all of the device header wires is consistent with fracture due to fatigue over time. The rvc wire (associated with the shocking coil) had sustained the most extensive amount of mechanical damage. Analysis concluded that all of the device wires except those associated with the defibrillation and lv pacing functions maintained connection until the date of explant.